Event description:
The following incident occurred in (B)(6). A patient was injured; broken arm and bleeding. No injury to operator or other person. No product defect or failure. The product labeling was reviewed and determined to be correct and contains the necessary cautions. The root cause of the event is user error. First, by description of the customer the patient was left unattended. The patient's arm was allowed to move off the patient handling system (bed) and was "dangling" between components. The operator then executed a "home" command from the system workstation while the patient was within the gantry/scanner. The use instructions caution against executing "home" with a patient on the bed; "warning! Do not home the system while a patient is on the patient bed!" The user ignored these instructions and did home the system with the patient on the patient bed. After a home command is selected, the system pauses and asks the user to confirm that there are no obstructions in the path of motion before continuing. The user also ignored this message and did not remove the patient before selecting continue. After the user selected the home command and then continue, the system detector(s) collided with the patient arm resulting in the fracture of the right hand (styloid process of the ulna). Customer narrative: "after a brain scan, the operator homed the system via "view ppm" at ics, the patient right arm was fallen down and tightly wedged between the detector and the front phs, the arm was hurt and bleed. Please check the picture. During the scan, the patient was covered by a quilt and not wrap strap, no operator accompany the patient."